Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Complicated procedure related to the left subclavian puncture and the placement of the lv lead has been reported. Appearance of hypotension associated with retrosternal pain during the placement of the lv lead was also seen. Echocardiography showed the appearance of a lateral right ventricular non-compressive pericardial effusion. The patient was asymptomatic. A new echocardiography showed a significant decrease of the pericardial effusion. Patient was hospitalized. Echocardiography was performed. Intravenous sodium chloride was administrated. Device interrogation was done. Lead remains implanted. Should additional information be received, this file will be updated.